Event description:
Urgent complaint regarding adverse drug reactions and medical negligence led to death. Dear FDA I am filing this formal complaint regarding severe adverse reactions to medications administered to my late husband, (B)(6), and the negligence involved in his treatment at (B)(6), under the care of dr. (B)(6) and (B)(6). The following concerns require immediate investigation: 1. Adverse drug reactions and lack of informed consent my husband underwent emergency surgery after meloxicam perforated his intestine. On (B)(6) 2023 post-surgery, he was administered intravenous ertapenem, heparin, sodium chloride flush, meropenem, vancomycin, diphenhydramine, and epinephrine for 10 days at the hospital, with a 5-day supply for home use. The records indicate 14 days, they brought another 14 days were shipped at home making one month supply. Later we got notification from his health insurance that they claim of one year supply was sent for payment but I told them it was 2 weeks sent to our home. No detailed explanation of potential side effects was given at the hospital before the administered the first day. Upon experiencing severe symptoms such as generalized weakness, pulmonary embolism, deep vein thrombosis (dvt), shortness of breath, and weight loss (from 184 lbs to 110 lbs), we reported these to (B)(6) they failed to act, despite acknowledging respiratory concerns via text messages by (B)(6) but dr. (B)(6) was covering up that her error till his death she encountered him at (B)(6) on (B)(6) 2024 and (B)(6) on (B)(6) 2024 that he was intentionally starved and dehydrated and overdosed to death so we dont sue. 2. Progressive deterioration and medical negligence on (B)(6) 2023, my husband was readmitted to the hospital due to an abscess at the surgical site. In (B)(6) 2023, he was taken to the emergency room due to extreme weakness and swelling. He was discharged with five days supply and another two week antibiotic supply, despite evident worsening symptoms such as leg swelling, blisters, and difficulty breathing. Dr. (B)(6) noted these side effects in his antibiotic management records but dr. (B)(6) failed to adjust or discontinue the medication. 3. Final hospitalization and fatal oversighton (B)(6) 2024, my husband was transported by ambulance due to leg pain. (Emergency medical technician) emts reported his condition had improved, yet upon arrival, he was taken to the ICU, sedated, and placed on a ventilator without food or water for six days. He was administered high doses of heparin, fentanyl, hydrocodone, morphine, and other opioids, causing his condition to deteriorate further. His leg skin developed severe burns and peeling due to a bair hugger warming device, yet this was misdiagnosed as cellulitis. His scrotum swelled significantly and was later categorized as acute kidney failure. Despite excess lung fluid, the medical team refused to drain it, citing serratia marcescens-related sepsis that allegedly posed a risk to hospital equipment. His heart became enlarged, ultimately leading to his death. 4. Hospital's dismissal of concerns I reported these serious medical concerns to (B)(6) patient safety officer, (B)(6), in 2023 and 2024 before his last admission yet received a letter stating that the case was closed without proper investigation. I informed (B)(6) pharmacist (B)(6) after his death but they never got responded again. Request for investigation: I urge the FDA to: investigate the adverse reactions and lack of disclosure regarding the medications listed. Examine the hospital's and (B)(6) failure to address severe complications. Assess the misuse of sedatives, painkillers, and medical devices leading to fatal deterioration. Ensure accountability for the medical negligence involved. This is a matter of public safety, and I request a prompt response. (B)(6). I have more photos but upload allows 8mb. (B)(6) altered his medical records cut across all hospitals and consultants we had been to cover up because I called independent autopsy company but they compromised the autopsy physician. To cover high dosage of fentanyl and other findings. Some hospitals refused to provide medical record to autopsy and insurance companies or give physician notes till date. They used a lawsuit to intimidate me because of the photo and video evidence I have. (B)(6) IV company. None but from side effects of the (B)(6) IV. I have his 2 years pharmacy prescription records from walmart walgreens and cvs pharmacy. If you have where I can upload it notify me.